Event description:
It was reported that the patient presented to the emergency department with a heart rate in the 20's. It was also reported that telemetry was not able to be initiated due to a dead device battery. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.